Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt "moved around a lot" during the procedure. The probe made a false passage, which produced a lot of blood. Because of this, the physician could not make his way back to the prostate and the procedure was aborted. The pt did well with an indwelling catheter for several days. The pt recovered without sequelae.